Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a skin erosion at the ipg site. Surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted, replaced, and relocated to address the issue. Therapy was restored post procedure, and the wound has healed.

Manufacturer narrative:
Date of event is estimated.